Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the tibia component subsided on lateral side.